Manufacturer narrative:
B2: outcomes attributed to adverse event. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 2 years post total knee arthroplasty due to tibial subsidence. It was communicated that all components, except for the femoral component, were revised. Reportedly, ¿the patella was loose & a peg appeared to the sheared or worn off, but component appeared to have cement adhered. The tibia had subsided, but appeared to have cement adhered. No issue visible with the insert¿ and ¿noncompliance to recommended activities suspected, patient is suspected to have engaged in high impact activities¿. As of the date of this medical investigation, the supporting clinical documentation has not been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. The current patient status is unknown. Patient impact beyond the reported loosened patella with peg deformation, tibial subsidence and revision could not be determined. The current patient health status is unknown. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed looseness of components as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as a possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. E1: name and address. H6: health effect - clinical code.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a primary total knee surgery performed on (B)(6) 2020, the patient suffered tibial subsidence. A revision surgery was performed on (B)(6) 2022 to treat this adverse event where the tibial baseplate, tibial insert and patella were exchanged. During the procedure, it was found that the patella was loose and the integrity of one of the pegs appeared to be compromised, but the patella appeared to have cement adhered. The tibia had subsided, but appeared to have cement adhered. In addition, it is suspected that the patient was non-compliant with recommended activities, and it is suspected that performed high-impact activities. Patient current health status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.